Event description:
Penuma was implanted and it is causing unbelievable pain. I can't sit, stand, or drive for more than 15 minutes without extreme pain and discomfort in my pelvis/public area. Wearing underwear and pants is uncomfortable and painful with penuma. I get sharp shooting pains in the shaft of my penis. Penuma should not be approved to be implanted into the penis because it can bend and puncture the skin leading to infection, major seroma, and/or ulcers on the penis. I haven't had a puncture, ulcer, infection, or serious seroma but I need to get the penuma implant removed after only 4 weeks because of the immense pain and the inability to lead a normal life. The removal may lead to penile shortening and erectile disfunction due to scar tissue in the penis. The penis should not have any scar tissue within it as this can cause serious problems. This is not a safe device. The implant has been known to break apart with men's penises causing additional issues. Penuma is a hard stationary device bringing implanted in a dynamic organ. You need to look into removing the FDA approval before countless more men's lives are altered for the worse forever. No smoking. Social drinker.